Event description:
Device malfunction: none. Symptoms/ae: hypotension, bradycardia, asystole, jaw pain, difficulty swallowing, cervical hematoma. Time of symptoms: during post procedure. It was reported that during post-dilatation of the lic and after successful stent implantation, the viatrac balloon was inflated to 8 atms for 10 seconds. On inflation the patient experienced profound bradycardia, hypotension (bp decreased to 62/28), brief asystole, and was treated with neosynephrine and atropine. On balloon deflation the asystole resolved. The hypotension resolved the same day. The investigator assessed the hypotension and asystole as related to balloon inflation and unrelated to the acculink or accunet. After the filter wire was removed, the post angiography showed the presence of small extravasation of contrast into the midportion of the stent. The patient remained hemodynamically stable. The patient complained of jaw pain and difficulty swallowing. A hematoma was noted on the left side of the patient's neck and an emergent carotid endarterectomy, acculink explantation and carotid patch was performed. The patient was discharged to home four days later. No additional information is available.

Manufacturer narrative:
Study event. During processing of this complaint, qa attempted to obtain complete event info, including pt info, and pt status, from the hosp, field contact or distributor.